Event description:
It was reported that the flexible drill was found broken inside the tray. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a back-up device available or if there was a surgical delay.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for an acl reconstruction procedure, the flexible drill was found split inside the tray. There was a back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.